Event description:
The manufacturer received information alleging a caregiver entered the patient's room at approximately 10:05 am on june 14th and the ventilator was found to be powered off. The caregiver powered the ventilator on and connected the patient to the device. The patient was transferred to a hospital where he later expired. The ventilator's downloaded event log was reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every key press, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The events logged on (B)(6) 2022 indicate the device was manually powered off at 09:27:50 am as evidenced by the proper sequence of key presses. The device was powered on at 10:09:46 am as evidenced by a power on key press. Based on the review of the downloaded event logs, the manufacturer concludes the device was manually powered off at the reported time of the event, 10:05 am.

Manufacturer narrative:
The manufacturer previously received information alleging a caregiver entered the patient's room at approximately 10:05 am on june 14th and the ventilator was found to be powered off. The caregiver powered the ventilator on and connected the patient to the device. The patient was transferred to a hospital where he later expired. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil could not observe any black particulate or evidence indicative of foam degradation inside the unit after disassembly of unit. The unit was operated at the pil lab in conjunction with a bacteria filter. After the unit operation, the tech could confirm few foreign particles of external origin in bacteria filter, otherwise it looked clean. However, during the visual inspection, tech could not observe any black particulate indicative of foam degradation inside the unit after disassembly of the unit. Technician observed a damage to flow path at connection to the outlet through visual inspection. In addition, technician observed and verified signs of water spots on the blower outer plastic covering surface. The unit was operated with issues related to both internal and detachable batteries.